Event description:
The manufacturer received information alleging a trilogy 202 ventilator, international device is not working. Although the device was in patient use, there was no patient harm or injury reported with this notification. During evaluation at the manufacturer's service center, the customer¿s complaint was confirmed. The device arrived in a non-functional condition. It was observed that there had been unauthorized intervention inside the unit, and due to a system board failure, the event logs could not be retrieved. The device's system board needs to be replaced. However, the customer did not accept the repair quotation and requested the device to be returned. Therefore, the unit was sent back without any action performed. Additionally, the device's interface board, internal battery pack, piezo speaker kit, capacitor, sensor board kit, flow sensor assembly, motor blower assembly kit, and o2 and 202 board kit were identified as necessary for repair.